Event description:
A distributor complaint was reported involving a malfunction code on a pump, identified as malfunction 12-0x2071, which required replacement due to its inability to maintain proper function despite being reset within the last 24 hours. The distributor chose not to disclose if the incident caused the customer's blood glucose level to exceed a critical threshold, and specific glucose levels at the time of the event were not provided. The customer was informed about the need for pump replacement, agreed to return the defective pump using a provided pre-paid label, and was given instructions on storage mode for transport, although details on backup insulin therapy were not shared.